Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that 62-year-old female patient underwent a primary breast augmentation procedure with an unspecified mentor smooth saline breast prosthesis that deflated post implantation. Deflation of the patient¿s right breast prosthesis was diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 510cc gel breast prostheses on (B)(6) 2022.

Manufacturer narrative:
On 26-sep-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the saline siltex breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the saline siltex breast implant had a tear (a) on the anterior view, measuring approximately 2.1 cm. Additionally, a tear (b) was observed at the union between the shell and the valve system on the posterior view. Microscopic examination was performed on the edges of the tear (a) and tear (b), and parallel striations were found in the whole area of the tear (a). Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the tear (b) could not be identified. Based on the information currently available, microscopic examination of the tear (a) on the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Although no conclusion could be reach on the cause of the tear (b), the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09-sep-2022, mentor became aware that the suspect medical device is a textured saline breast prosthesis. It was previously reported that it was a smooth saline breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).